Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a colpopexy procedure performed on (B)(6), 2022, for the treatment of prolapse. During the procedure, the first time the device was deployed on the patient's right side, the dart detached from the suture and was left inside the patient's vaginal canal. An x-ray was taken post procedure, but the dart was not located. The procedure was completed with a capio slim device. There were no patient complications reported as a result of this event.